Event description:
It was reported that the rv (right ventricular) lead was fractured under the clavicle and was reproducible when the clavicle was externally manipulated. It was also reported that the ra (right atrial) lead had dislodged when removing the rv lead. Therefore, the rv and ra leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted, had blood/body fluid (not obstructed), the outer tubing overlay melted, the outer insulation had cosmetic environment stress cracking and cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead was stretched, an visual analysis revealed apparent explant damage. (B)(4): the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environment stress cracking, the outer insulation was torn, the outer tubing was torn, the outer insulation had cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and visual analysis could not determine the anchoring sleeve fixation site.

Event description:
It was reported that the rv (right ventricular) lead was fractured under the clavicle and was reproducible when the clavicle was externally manipulated. It was also reported that the ra (right atrial) lead had dislodged when removing the rv lead. Therefore, the rv and ra leads were removed and replaced. No patient complications have been reported as a result of this event.it was further reported that the patient is a known twiddler.